Event description:
Report received of a nondelivery. The pump was programmed in the intermittent mode to deliver 24,000,000 units of penicillin in 250ml of normal saline at a rate of 33ml/hr every 4 hours for a total of 6 doses. There was also a programmed kvo rate of 1.6ml/hr delivered betweeen each dose. The delivery was initiated at the user facility and the pt was discharged home. Reportedly, after the homecare pt returned after an unspecified length of time, the nondelivery was noted. The customer did not specify the amount of fluid that was remaining in the solution container. There was no reported adverse pt effect. Though requested, no additional info was provided.